Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverters. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the lower screen on an 840 ventilator was blank. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.